Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "there is a factory defect in the gold tube, the rubber band that is under the cap remains inside the tube and makes it impossible for the process and damages the pipettes of the equipment."

Manufacturer narrative:
Investigation summary: "material #: 368159 lot/batch #: unknown bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of closure separation. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "there is a factory defect in the gold tube, the rubber band that is under the cap remains inside the tube and makes it impossible for the process and damages the pipettes of the equipment."